Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised that the caused may seemed due to regulator not being adjusted correctly. Customer was told to adjust it and to check and make sure that the inlet psi (pounds per square inch) is showing correctly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with vela ventilator where unit is giving an o2 inlet low alarm. Furthermore, there was no patient associated with the reported event.